Event description:
The pt underwent a total knee replacement guided by the device. The resulting femoral angles did not allow flexion without subluxation. The physician made new cuts which resulted in a delay of two hours. No other injury or significant blood loss was reported.

Manufacturer narrative:
A review of the internal documentation is in progress which has not yet resulted in a root cause for the event. An amended medical device report will be filed as soon as the investigation is terminated.